Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 11 months post implant of this 25mm aortic bioprosthetic valve, the patient presented with dyspnea, fatigue with exertion, and low diastolic blood pressure. Aortic insufficiency and severe stenosis were confirmed. A 26mm transcatheter valve was urgently implanted valve-in-valve, with immediate increase in diastolic pressure. No additional adverse patient effects were reported.  Additional information was received that the aortic insufficiency was severe. No additional adverse patient effects were reported.